Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a failed articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated; corrected: unknown nexgen femoral; unknown nexgen tibial tray; unknown palacos bone cement complaint sample was evaluated and the reported event was confirmed. The returned item was examined under magnification and it was determined that item is a posterior stabilized, non-crosslinked tibial bearing surface of which the post was broken off near the base. The inferior surface of the item showed evidence of wear typical of an explanted bearing surface, plus some scratches or gouges that were likely caused during explanation. The superior (articulating) side shows linear wear marks typical of an explanted bearing surface consistent with in-vivo use, plus signs of potential pitting or potential third-body damage. The post is broken at the base, fracture surfaces on both the bearing surface and the post were smooth and the edges were fairly sharp, indicating that the post broke cleanly and the broken post did not remain implanted for a long enough time after the fracture to sustain much additional damage/wear. The fracture surfaces of the bearing and the post fit together well. There is some evidence of additional damage and possible delamination on the anterior side of the post along the fracture, potentially indicating that there was pre-fracture impingement damage, which could potentially serve as a crack initiation site. No other damage to the post was noted, and many of the machining marks were still clearly visible. Conclusion: the post fracture was possibly caused by overloading and possibly exacerbated and/or initiated by impingement damage to the base of the post. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision approximately seven (7) years post-implantation due to pain and instability. It was further noted that the patient had a fractured post on their polyethylene bearing. Attempts have been made and no further information is available.